Event description:
A nurse experienced a splash in the eye with disopa after she threw a part of scope into the solution. She was not wearing protective eyewear at the time of the event and the white of her eye turned black. The worker rinsed her eye under running water for fifteen minutes an dher opthalmologist treated her with antiphlogistic eye drops and another unspecified eye drop. The worker recovered from the event within five days without experiencing pain or other sequela.